Event description:
The complainant alleged that during incoming inspection of the product by a service technician, the complainant alleged that the device had no video display. The complainant indicated that there was no patient involvement in the reported malfunction.